Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed on the near field channel resulting in inappropriate non-sustained lead noise trigger. Reprogramming the device was recommended. Device remains implanted.